Manufacturer narrative:
No sample is expected to return, as the sleeve was torn during the exchange of the sleeve. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer generated medwatch form was rec'd. The report indicates that the surgeon was performing phacoemulsification when the surgeon and operating room technician noted what they initially thought was balanced salt solution spraying out of the incision. It was realized what they were seeing was actually smoke. The surgeon removed the handpiece and examined the tip. The surgeon states she saw a bubble of fluid coming out of the side of the sleeve of the phaco tip, indicating possible micro perforation of the sleeve. Surgeon also stated that there was a small corneal burn as a result. A new sleeve was placed over the tip and the surgery proceeded w/o incident. The sleeve was retrieved after surgery, but it had been torn during the sleeve exchange and a micro perforation would not be able to be seen. The surgeon states she believes the pt will be fine.